Event description:
It was reported that the lead fractured. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. No further information available.

Manufacturer narrative:
(B)(6). Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. A case of lead fracture was reported to abbott. The event comes from historic data that has been made available from the hospital. The lead and associated devices in question were not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered could not be conclusively determined.